Manufacturer narrative:
Add'l follow-up with the customer indicated that the handpieces were being cleaned with enzymatic cleaners. During cleaning, the customer was flushing with 60cc of water, instead of the recommended 120cc of distilled sterile water. An alcon clinical rep visited the site and identified a number of issues related to the cleaning and sterilization of the handpieces. She also made recommendations regarding the use of pre-operative preparation of the patient. The customer was sent the I/a handpiece instructions for use, which includes recommended methods for cleaning the handpieces. The customer was also sent an asorn article, "recommended practices for cleaning and sterilizing intraocular surgical instruments". Investigation, including root cause analysis is in progress.

Event description:
The customer reported multiple cases of anterior chamber inflammation, with some of the cases exhibiting fibrin reaction. The customer also stated that they are having problems with I/a tips being clogged and hard to clear. Add'l info for each specific patient has been requested. However for this patient, the doctor has not returned a questionnaire. This report is for one patient. For add'l patients, see mfg. Report#'s listed: MDR 2028159-2007-00441, -00442, -00444, -00445, -04450, -00452, -00453, -00457, -00458, -00459, -00460, -00461, -00462, -00463, -00464, -00465, -00466, -00467, -00468, -00469, -00470, -00471, -00472, -00473.